Event description:
The hearing aid (h/a) dispenser reported that the sentry 2 waxguard came unseated and fell into the user's ear canal. The dispenser removed the wax guard from the user's ear canal. There was no injury to the ear.